Event description:
It was observed that during the device evaluation, the duodenovideoscope had white foreign material in the air/water clylinder and tube. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegations reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was reprocessing could not be conducted properly due to leakage at forceps elevator. Olympus will continue to monitor field performance for this device.